Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly opstar imaging catheter was intended to be used in an unspecified lesion. However, upon pullback a fracture (break) occurred. Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was able to be confirmed, as the nitinol tube and optical fiber were noted to be separated. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported break appears to be related to circumstances of the procedure. The catheter was returned with the nitinol tube and optical fiber separated, which resulted in the reported break. In this case, it is likely that the catheter underwent excess angulation to the strain relief which resulted in the nitinol tube and optical fiber separations. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.